Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a left heart cath interventional procedure. Reportedly, the foot was closed using the lever after deployment. An attempt was made to remove the proglide device from the patient anatomy; however, it became stuck. The distal sheath separated and remained in the vessel. Cut down surgery was performed to remove the separated black sheath portion of the device from the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.